Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the defective power cord. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, it was noticed that prior to attaching a bypass circuit that the pump was not charging and the battery symbol was red.

Event description:
Additional information received stating that it was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
It was reported that the heart lung machine (hlm) has a broken power cord prong and only functions on battery, not alternate current (ac) power. No other details regarding the nature of this event were provided.